Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 2-nov-2016, an fse visited the customer facilities and reloaded the barcode reading software into the computer. The fse performed a barcode reading verification and obtained no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a computer software issue.

Event description:
On (B)(6) 2016, a customer reported obtaining barcodes not reading with their aia-2000 analyzer. The customer indicated that the red light flashes, but no barcode were read. The customer was unable to run prolactin, fsh and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin, fsh and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.